Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to resume insulin therapy after attempting to load a new cartridge, so technical support decided to replace the pump. The customer planned to use an alternative insulin delivery method, and instructions were provided to return the malfunctioning pump with a pre-paid label.